Manufacturer narrative:
Gehc technical support recommended to replace the sodasorb absorbent and to ensure the breathing circuit module o-rings are clean. The customer would not return calls requesting additional information.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.